Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Returned sample consistent with ro tip fracturing. Ro to sheath bond is present. Remaining ro material felt brittle. Presumptive root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.

Event description:
Initial report states: "at (B) (6) in (B) (6) we implanted a cs lead, using a 9f 45 cm safe sheath. The case went without incident. Upon final fluoro review, we noticed the radiopaque tip marker on the safe sheath was still in the pt's heart wrapped around the implanted cs lead. Our physician dr (B) (6) stated that he has in the past felt this sheath "tough to split apart" attached with the original packaging is a cine image of the lead and the plastic marker stuck in the heart".